Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in conjunction with an endurant stent graft in the endovascular treatment of a patient for a 34mm abdominal aortic aneurysm. It was noted that endoanchors were used due to the short proximal aortic neck in this patient. It was reported that during the index procedure, unintentional coverage of the renal artery by about 25% or 2mm. Intervention was performed with the implantation of a renal stent to resolve the issue. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.